Event description:
It was reported that the t:slim x2 pump battery would not charge properly, requiring the user to hold the cable in place or strategically position the pump to recognize the charging connection. There was no adverse impact to the customer¿s blood glucose level. Despite efforts with different charging supplies, the issue persisted, leading tandem technical support to send a replacement pump with updated software. The customer was informed about the training available in their tandem source account and instructed to deplete the old pump¿s battery before returning it. The customer was advised on the steps to follow upon receiving the new pump and agreed to return the faulty pump using a prepaid ups label within 10 days.